Event description:
Total l. Hip replacement (B)(6) 2009, with depuy asr acetabular cup. Sz50 depuy asr taper sleeve adaptor 12/14 taper. Depuy asr uni femoral implant. Sz 45 depuy prodigy. Hip stem w/ porocoat excel impactor. Left prior to surgery I had hip, groin and back pain. After surgery, the pain has not lessened, but has become chronic, and has increased. Leg lifts and range of motion are markedly limited and daily functions have been impacted. Physical therapy courses unsuccessful. Diagnosis or reason for use: osteoarthritis - l. Hip.